Event description:
It was reported that pump displayed malfunction code after no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, reset pump with assistance, and did not experience recurrence of malfunction, and support advised customer to continue using pump and to call back if malfunction returned.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.